Manufacturer narrative:
Physio replaced the device's charge pak accessory to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed charge pak accessory and damaged internal connectors was determined to be the cause of the reported issue.

Event description:
The customer contacted physio-control to report a non critical issue with their device. Upon evaluation by physio control a unexpected shutdown was observed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio control performed an initial evaluation of the customers device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report a non critical issue with their device. Upon evaluation by physio control a unexpected shutdown was observed. There was no patient use associated with the reported event.